Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, acetabular cup malpositioning was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. Additional information received in clinical data reports patient had a left hip infection in 2009.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2015 due to acetabular cup malpositioning. During the procedure, the modular head and acetabular cup were removed and replaced. Additional information was received in patient's revision operative report dated (B)(6) 2015, noting patient underwent revision procedure due to pain, metallosis and evidence of pseudotumor. Revision operative report confirms the presence of pseudotumor and states metal debris was discovered within in the joint.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2014-01839, -07309, and -07323).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-01839, -07309, and -07323 and 1825034-2015-00497).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Subsequently, the patient underwent a revision on (B)(6) 2015 due to acetabular cup malpositioning and the modular head and acetabular cup were removed and replaced.